Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient noticed a large differences between the cgm and her blood glucose (bg) values. The cgm showed 40 mg/dl, bg was 247 mg/dl. The patient tried calibrating the cgm and continued monitoring her values, but the readings remained inaccurate. The patient, a clinical therapist by trade and is experienced in diabetes care, reported that the discrepancies were sometimes over 180 mg/dl. The readings caused her to become confused about proper insulin dosing. On (B)(6) 2026, the patient developed diabetic ketoacidosis symptoms, including severe fatigue, dizziness, tremors, vomiting, and fever. She could not safely manage insulin via her omnipod pump because her cgm readings were unreliable (unable to provide exact value both with cgm and bg meter). Concerned, she called 911 at around 6:00 am. When emergency medical services (ems) arrived, her bg was critically high (unable to provide exact value). Ems provided manual insulin injections, but this was not enough to prevent ¿metabolic problems¿ (unspecified), and she was admitted, but later transferred to different hospital for treatment and monitoring in the ICU. The patient stated that the hospital team, including the hospitalist, endocrinologist, and hospital director, reviewed her glucose data and device logs and determined that the cgm-directed insulin therapy was unsafe due to severe inaccuracies and advised her to stop using the cgm for insulin dosing immediately. During her stay, the patient underwent lab tests, EKG, x-rays, and CT scans to check for metabolic problems and organ function. The patient was stabilized under intensive monitoring and was discharged on (B)(6) 2026. The patient was instructed to rely on manual glucose monitoring and document any future discrepancies. The patient did not mention any specific medication that was administered at the hospital to control her glucose levels. No other patient or event details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values taken on (B)(6) 2026 fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 180 mg/dl. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.